Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 7.7mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as 25mm above the renal arteries. During follow up the physician identified a type ia endoleak. The physician performed an intervention where a 32x32x49 endurant cuff was implanted from the right groin. The physician was unable to identify the cause for the type ia endoleak since no prior imaging was provided. The final angiogram showed that both renal arteries were patent and the stent graft filled both limbs. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4)